Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an infection (non-device related).

Manufacturer narrative:
This report is submitted on april 17, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on jun 04, 2024.